Event description:
It was reported by service report that the scale was not working. This caused bed exit and I-bed awareness to be unavailable as well. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell.